Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed oversensing as observed on atrial tachycardia (at)/atrial fibrillation (af) electrograms (egm) and ventricular tachycardia (vt) episodes. In addition, t-wave oversensing (twos) was observed post ventricular paced beats. The lead remains in use. No patient complications have been reported as a result of this event.